Event description:
Per affiliate: the pump had an alarm after the lead screw test was completed. In addition, it was indicated that the customer was hyperglycemic. The customer was hospitalized for a kidney transplant. After a few days the customer's bgs were stabilized.